Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top and auxiliary illuminators were not working.

Manufacturer narrative:
The customer did not approve the service request order. Therefore, no servicing was performed. As such, there was no information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on august 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).